Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post-implant for an implantable cardiac monitor device check. Upon interrogation, it was noted that there was a high amount of baseline noise. The noise improved and the device was reprogrammed to address the noise. The patient was in stable condition.